Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when the cassette door of the liberty select cycler was opened after performing a drain during her pd treatment. The patient stated that the drain slowed to 3mm, and the cycler alarmed the ¿air detected in cassette¿ alarm twice during drain 3 of 4 of her pd treatment. The drain rate was normally ~13mm. It is unknown at which point in therapy the leak may have begun; however, the cause of the leak was confirmed to be from the cassette. The patient cancelled the treatment at the treatment summary screen and was advised by the peritoneal dialysis nurse (pdrn) to discontinue the use of their cycler. In the interim, the patient used continuous ambulatory peritoneal dialysis (capd) as an alternative treatment method. The patient confirmed that she had been previously trained on performing stat drains, as well as manual peritoneal dialysis therapy. There were no reports of any symptoms, adverse events, injuries, or medical intervention required as a result of the reported event. The patient received a new cycler, which is working well, and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.